Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the mobile app was unable to pair with the pump.  No harm requiring medical intervention was reported. Troubleshooting was performed and found that the pairing was unsuccessful. The issue is left unresolved.

Manufacturer narrative:
(B)(4) - customer reports unable to pair pump and phone, xiaomi redmi note 10s, android 12, minimed mobile 1.3.2. "An attempt to reproduce the reported event using minimed mobile app (software version 1.3.2) installed on xiaomi 12 (android 12) with 780g mmt-1885 pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough investigation, we have found that the pairing was failed due to the bonding loss. Bonding appears to have failed after the 30 seconds timeout. This was most likely caused by the user not confirming the pairing on the system dialog which appears twice. No issues were found in app behavior.â  to assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively:  to disconnect phone from another bluetooth devices to delete the pump pairing from the mobile device's bluetooth settings to remove the phone from the list of associated devices on pump. To disable battery optimization for mmm app to clean data of the system bluetooth app to stay on pairing screen during the pairing process and accept both bonding requests and report case of bonding dialog absence. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response.â  medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.